Event description:
The customer reported via telephone call that there were issues inserting the sensor. When inserting, the whole sensor comes with the inserting device. The customer did not recall the blood glucose reading at the time of the event. The customer was advised in insertion technique. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The customer also mentioned a hospitalization due to low blood glucose. A follow up call was made to the customer for further details and a message left.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken in half with the broken part still attached to the tubing. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.